Event description:
It was reported the patient experienced high impedances ¿throughout the year¿ prior to report. It was further reported that ¿contact 3 did not work¿ and was programmed around. It was unknown at the time of report which lead contact 3 was part of. The patient reported they had ¿hit their head, but the impedances were high even before hitting their head.¿ the patient noted an MRI was scheduled ¿to see if they can detect an issue with the lead.¿

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v023690, implanted: (B)(6) 2007. Product type: lead: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 37602, serial# (B)(4), implanted: (B)(6) 2011. Product type: implantable neurostimulator: product ID 3387s-40, lot# v026844, implanted: (B)(6) 2007. Product type: lead: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension. (B)(4).